Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 6 months after four dental implants were installed in intraoral regions #8, #6, #4, #9 and #11 (maxile protocol), their non-osseointegration were observed. Forty ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.